Manufacturer narrative:
Product analysis: visual review confirms implant fracture. Witness mark and material deformation noted on left anterior corner of the -03 top component of the implant, consistent with in vivo obstruction during attempted implantation. It is noted in the fully closed position, the implant nose is protected behind the -01 base component. Implant received in slightly angulated position, with the nose exposed. The -07 component vertical post is cracked at the base and the ¿ears¿ of the -03 component broken off and not returned for analysis. The above observations are consistent with partially angulated implant prior to attempted implantation, which may have contributed to subsequent overload of the implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device did not return to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2016, intra-op, the implant broke(top peek broke off from titanium on impact into the disc space). The interbody cage was replaced. The product came in contact with the patient. The product broke. No fragment of the broken product remained in the patient. No patient complications were reported.